Manufacturer narrative:
The investigation is pending. A follow up report will be submitted, once the failure investigation has been completed.

Event description:
The customer reported, the device failed preventive maintenance, will not calibrate. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device failed preventive maintenance, will not calibrate. There was no patient involvement.

Event description:
The customer reported the device failed preventive maintenance, will not calibrate. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted customer stated problem of failed preventive maintenance could not be duplicated. Error log contained no occurences of error. Device was calibrated and performed preventive maintenance without any error. A review of the device history record showed the device had a manufacture date of 03/03/2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service performed a pm only on this device. No fault was found. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.